Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Spring mechanism on instrument no longer works. No surgical delay. No adverse affects on patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for examination. Examination of the provided product picture can not confirm the complaint depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a device history record (mre) review, was not possible because the required lot code was not provided.